Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert after changing to a 23-inch, 6 mm infusion set, with no insulin added or removed from the cartridge and no visible kinks in the tubing. Symptoms included an elevated blood glucose measurement around the time of the alert, with values reported at 168 mg/dl initially and 169 mg/dl later. Outcomes included continued insulin delivery after the alert was acknowledged and no recurrence of the occlusion alert following the supply change and reconnection. Investigation included guided troubleshooting, disconnecting and performing a fill tubing procedure to confirm insulin flow and absence of air bubbles, acknowledging the alert to resume delivery, and follow-up checks on glucose and alert status. Investigation of this case revealed that insulin flow at the tubing was confirmed and the occlusion alert resolved after supply change and proper reconnection, consistent with a transient occlusion related to the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was a temporary infusion set occlusion that resolved with user actions and did not result in further adverse effects.